Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had error 32101. The customer did a hard power cycle, but the issue persisted. The tse informed the customer that they could recover the fault by disabling the drive, but the customer could not continue with the surgery using patient side cart (psc) setup as it was required to raise the boom height. The tse informed the customer that a field service engineer (fse) visit was required to resolve the issue. The customer requested priority support as surgeries were planned. There was no reported injury.